Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complaint device was returned to cook for investigation. During investigation, the separation at the hub was confirmed, and slight distal end damage was noted. All dimensions deemed relevant to the reported failure mode were analyzed and found that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the reported lot was reviewed. The DHR records no relevant nonconformances for the reported lot, components, or raw materials. A software search for complaints on the reported lot found no additional complaints from the field. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a component failure without manufacturing or design deficiency contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: sales and marketing manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a neff percutaneous access set was used during an unknown procedure in an unknown patient. During the procedure, the device reportedly "broke up." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.